Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyh0459 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
Nurse reported to sales representative that a (B)(6) patient had a broviac placed with a femoral approach and tunneled up with an abdominal exit. Nurse reported that there was an alleged crack in the broviac. She stated that the patient allegedly developed an infection because of the alleged crack. The catheter was said to have been replaced and the patient is doing ok. Additional medical treatment said to be required and patient status requested from contact at hospital. Sales representative stated that the catheter had not been in long but did not have the date of implant yet from the nurse.